Event description:
Additional information received reported in 2003 the patient had a stomach rupture and ¿we had it up so high when the doctor went in they said her stomach was really large and floppy and it had twisted, which is called a ¿vobulous¿ and it got necrotic.¿ it was noted her stomach burst, she got peritonitis and was admitted to the hospital, and ¿it was an extreme emergency.¿ the patient¿s "shunt and head got infected and her pump got infected, which they took out and left while they tried to help the patient recover." It took the patient almost a year to recover. It was also reported the patient¿s mother was with her at the hospital for 4-5 months and then with her in rehab. It was reported ¿then later it took quite a few months, almost a year, she was on oral baclofen the whole time while she was in rehab because they were trying to get her off the intubation and everything.¿ the patient got well enough, but ¿ they really didn't think she was going to make it, when she finally recovered, we got the oxygen out of her throat, when we did all of that we decided to go back then when she was totally well and put in the shunt, which they did first and then they put the pump in and that was october 2004.¿ the pump was being used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient first started using her second pump, the patient was at a high dose of "almost up to 900'g continuous infusion." The patient was "so loose", and her family was "happy to get her so loose", but it was thought maybe they had the dose up too high. The patient suffered a gastric volvulus, necrotic peritonitis and "almost died." It was clarified that volvulus meant it got "large and twisted, ruptured and got necrotic." The pump and a shunt had to be removed. It was noted that the physician stated the patient's stomach was "large and floppy." It was also reported that the patient's head was hanging over and the patient lost her personality. A new pump was implanted in october 2004, and it was decided to keep the dose at a level that would keep the patient's legs "loose and comfortable." It was also reported that the patient had an infection after the volvulus and had to be treated for months. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j0039913r, serial# implanted: (B)(6) 2000, explanted: product type catheter. (B)(4).